Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented for device changeout when fluoroscopy confirmed the lead had externalized conductors between coil cava vena and ventricular coil. The lead was explanted and replaced. The patient was okay.